Event description:
The customer reported less than 1 milliliter of retic stain leaked from the instrument and onto the counter top involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diff voteouts and leaking stain solutions. The fse noted the back pressure caused the retic stain tubing to come off at the three-way fitting just before pinch vale vl99. The fse reattached the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the oxidized pin on the wiring harness of the diluter 3 card. A definitive root cause is unknown. (B)(4).